Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that on conclusion of procedure light guide cable was disconnected and caused a burn to users hand. The injury was recognized after medical procedure.